Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft and collar were microscopically examined. There was blood inside of the shaft. The shaft was detached/separated at the collar. The ptfe (polytetrafluoroethylene) was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft and guiding connection was fractured. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.